Manufacturer narrative:
Concomitant medical products: 431-07 lead implanted (B)(6) 1992; addrl1 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead.  A lead warning was noted. The lead remains in use. No patient complications have been reported as a result of this event.